Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2008 and mesh were implanted. No clarifying information is provided. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent a procedure on (B)(6) 2007 and mesh was implanted. It was reported that following insertion the patient experienced pain, prolapse, dyspareunia, stress and anxiety. It was reported that patient underwent a procedure (sling adjust) in approximately 2008. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.